Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screwdriver broke during final tightening within surgery. An alternative screwdriver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Corrections to all fields. This is a duplicate of 3003853072-2019-00035.

Event description:
This is a duplicate of 3003853072-2019-00035.